Manufacturer narrative:
Based on the information provided the cause of the reported incident can be attributed to use-error. The tse reviewed the logs and found a 23075 in the logs for the right mtm. The csr stated that the surgeon had his head in the sensors and had control of the right mtm and when the nurse went to install the cable, they pushed the mtm out of the surgeon's hands. The tse informed the customer that if they're going to install power cables onto the instruments, the surgeon needs to remove his head from the sensors so the usms will lock into place. It was also confirmed that the mcs instrument was used in subsequent procedures. This complaint is being reported due to the following conclusion: during a da vinci-assisted hiatal hernia repair procedure, the patient's liver was nicked while a nurse was installing a power cable on a mcs instrument that was installed on an arm and inside the patient. At that time, the surgeon's head was in between the head sensors and he had control of the right mtm. The pressure applied by the nurse while plugging in the power cable, pushed the mtm out of the surgeon's hands. As a result, the mcs tip moved and nicked the liver. However, no repair was required as an intervention to repair the nicked liver.

Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure; the intuitive surgical inc. (Isi) clinical territory associate (cta) called an isi technical support engineer (tse) to report that universal surgical manipulator (usm3) moved on its own when a power cable for a monopolar curved scissors (mcs) instrument was being installed. Isi contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated he had his head in the sensors and had control of the right master tool manipulator (mtm). A nurse installed the power cable for the mcs instrument that was installed on the arm and inside the patient. As the surgeon's head was in the console and had control of the mtm, the pressure applied, plugging in the power cable, pushed the mtm out of the surgeon's hands. As a result, the mcs instrument tip moved and nicked the liver. He confirmed it was a superficial injury. However, no repair was required as an intervention to repair the nicked liver. The surgeon continued the procedure with the same mcs instrument without further issues. The surgeon confirmed there was no malfunction of an intuitive product, and it was more a miscommunication by the bedside assistant. He confirmed that the patient would not have any long-term effects secondary to this injury. This surgeon does not have a physician's assistant to help him; hence he sets up all the instruments for his procedures. The bedside assistant did not plug in the power cable before the instrument installation. An isi's clinical territory associate (cta) stated that the site would be trained the following week regarding this.